Event description:
Country of complaint: (B)(6). Knot does not slide and the thread is fraying.

Manufacturer narrative:
Us reporting agent notified on: 09/19/2014. Manufacturing site evaluation: samples received: 36 unopened pouches. There is one previous complaint of this code batch. There are no units in OEM stock. All packs received are tight. Sewing test on artificial skin tissue has been conducted with the sample received and fraying does not appear when pulling the thread through the tissue. Visual appearance of the thread is as expected. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.